Event description:
It was reported by (B)(6) that customer has high blood glucose. Customer's blood glucose reading is 543 mg/dl. Customer is experiencing chest pains, dizziness and high blood glucose. Diagnosed diabetic ketoacidosis. Customer was hospitalized for three days. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.